Event description:
The pt was receiving levophed, vasopressin drips, along with propofol and lasix drips via alaris infusion system with 4 channels. All four channels cut off. Patient's blood pressure plummeted. All channels showed communication error. There were two channels connected to each side of the pc. Nursing staff indicated that the channels cut off indicating communication error. They reconnected the channels and they worked temporarily but then failed a second time. At that point the pc and channels were replaced. Nursing advised that there was a drop in the pt's blood pressure, but the pt was extremely unstable prior and the short delay did not result in any injury to the pt